Manufacturer narrative:
Corrected data: h6 (component code- removing 4771 and adding 525). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed. Information on the reprocessing steps was unable to be obtained and no damage to the section of the device was found. The event can be detected/prevented by following the instructions for use which state the detection methods in ¿jf type 260v, tjf type 260v, chapter 3 preparation and inspection¿ and the prevention methods in ¿jf type 260v, tjf type 260v, chapter 3 cleaning, disinfection and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material inside forceps channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.